Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications reported and patient was in good condition post-procedure.